Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was intermittently experiencing difficulty charging the pump. Reportedly, the customer wiggled the charging cable to charge the pump successfully. The customer attempted to charge the pump using alternate cables, outlets, and wall adapters; however the issue persisted. Customer reported that the usb port is poorly designed and declined further troubleshooting. The customer's blood glucose level was 350 mg/dl.